Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The device had intermittent button response due to flatten, all the buttons, dome switch. No button error alarm or moisture damage on keypad traces noted. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 119 mg/dl. When the insulin pump's display returned, the customer received a button error alarm. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.